Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. The issue was observed during inspection, there was no delay, and the procedure was completed without any problems. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the root cause of the b30 error could not be determined as the issue could not be reproduced. Root cause of the glue peeling off the objective lens could not be determined. However, this may have occurred due to external factors/handling such as chemical or physical stress. The event can be detected/prevented by following the instructions for use: the inspection method for suggested for the b30 error is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. The inspection method for the suggested for the glue peeling off the objective lens is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing and inspection of the device, it was determined that jet tube and connecting tube had foreign material. Additionally, the evaluation revealed the following findings: switch (1,3) had a cut; due to damage on channel tube, water tightness was lost; plastic distal end cover had a chip; scope connector case unit had a crack; forceps channel port had a dent; grip, up/down knob, and right/left knob was shaved; air/water cylinder and suction cylinder had no color; and plug unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope did not pass leak test. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube and connecting tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.